Event description:
It was reported that the computer shut down mid exposure when imaging a patient, resulting in images being repeated. The system was powered back up and they were able to continue with the exam. The error will be addressed in future software update. There were no serious injuries to the patient.